Event description:
The manufacturer became aware upon receipt of the explanted device on (B) (6) 2010. It is suspected the patient experienced an infection resulting in explantation, however, minimal information was provided with the device. Additional information has been requested.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This report is filed (B)(4) 2012.